Event description:
Clinical study. Same case as 6000093-2007-02415. It was reported that after a carotid artery stenting procedure, the patient had a embolic cerebrovascular accident (cva). The index procedure treated a 6.0x10mm, 95% stenosed lesion in the proximal right internal carotid artery with predilation and placement of a 4-9x30mm nexstent carotid stent. The lesion was protected by a filterwire ez embolic protection system. Post-dilatation was performed and there was 30% residual stenosis. Post procedure and prior to the discharge, the patient experienced an embolic cva. The patient was discharged 5 days later to a rehabilitation/skilled nursing facility for occupational therapy and physical therapy. Discharge medications were unk at this time. The outcome of this event was "recovering/resolving". Per investigator, the cva was highly probable related to the nexstent carotid stent and the filterwire ez system, and the relationship to the study procedure was possible.

Manufacturer narrative:
Device evaluation - the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.